Manufacturer narrative:
Neither the devices nor any imaging was available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that one year post-operatively, a creo locking cap came off at l4 with the contralateral rod breakage, causing adverse effects to the patient.